Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. Customer confirmed that device cable was secured, device rebooted with no change.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and server, verified device was not in disconnected or critical override mode, and confirmed no synchronization upload errors with recent transactions present. Identified a prior synchronization delay override that had already ended, indicated the issue was likely transient and now resolved. The system functioned as intended after the technical support specialist verified the device.